Event description:
Interproximal crown burr tip found to have broken while being used for patient care, 2 view chest x ray completed to rule out aspiration. Isodry system was in place during the procedure. FDA safety report ID# (B)(4).